Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not display the amount of carbohydrates entered for a bolus. There was no reported impact to customer's blood glucose level. Tandem technical support was unable to confirm the allegation as customer did not have the pump available for troubleshooting.